Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient's battery was low and they did not know how to charge. It was reported that the device was not working and they needed to charge since last night. Patient was in pain and had to take oral medication- they noted this was a sudden change in symptoms. It was reported that no one went over anything with her, just gave her the stuff. Patient had it charging last night and had turned off twice while driving and now the screen is frozen. Patient sees warning that battery is low. It was reviewed with patient that their ins needed to be charged. Patient also mentioned that during the surgery, she did not know that hcp would have to go so deep however, it was because of her bone spurs. Patient also mentioned it was hard to do this as she had arthritis. Patient was advised to make an appointment to have someone go through this in person. The patient later called back and said they had been charging the ins for 2-3 hours and the ins battery hadn't increased at all. They stated that while charging for several hours it said that the recharge quality was excellent the entire time and they saw the green flashing light but the ins battery was still showing low. They reported seeing the "ins batter low", screen 81. They also saw the poor recharge quality screen, screen 76. The patient was on the fastest/warmest charge speed. The patient was able to find the ins and reported excellent charge quality. It was reviewed that if they were seeing the excellent charge quality the battery should increase. The caller didn't want to use their belt because it didn't work. They were afraid to move the recharger and lose the charge signal; this was hard to do because it was behind them and even with help it was hard to find the ins battery and charge it. The patient also reported that with the ins off they were experiencing a return of pain- the stimulation was helping them but now it wasn't. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had met with their manufacturing representative (rep) 3 times. One attempt was over the phone, but the call was disconnected. The patient also indicated there are "too many gadgets - hook ups, plugs ups. Can't this be structured by using too many dos and don'ts?". The patient's recharger issues have been resolved to a very small degree. The recharger belt is also too large for the patient's waist. The patient also reported being uncomfortable. No further complications were reported.